Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also it was found that the sensor's canula was bent. Unable to confirm the customer received sensor in such condition as customer had returned the sensor opened/used. No broken parts were found.

Event description:
It was reported that sensor broke during insertion. While inserting the sensor using the serter it did not fully insert so the customer had to manually put it in the rest of the way. The customer also reported a distracked cannula. Customer's blood glucose level at the time 6.2mmol/l. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.